Event description:
It was reported that the wake button on the pump was not working at times, and required to be pressed multiple times to get the pump screen to turn on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.